Event description:
It was reported the patient presented for initial procedure. During implant, the left ventricular lead exhibited phrenic nerve stimulation and poor capture thresholds. The physician elected to complete the procedure with a different left ventricular lead. The patient was in stable condition.